Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: "broken, says door safety is on." Additional notes provided by the facility¿s clinical engineering support services include: "the door latch was broken, the white part on it was missing. That is the part that the device uses to tell if the door is closed. I replaced the door latch, and the unit no longer thinks that the door is always open. When I hooked the unit up to a pcu, it showed a "check IV set" alarm. I checked the pressure sensors, and the upstream pressure sensor was not in the proper voltage range. I replaced both the upstream and the downstream pressure sensors, which fixed the issue. I recalibrated the unit, and ran it through all of its pm tests, with no further problems." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿